Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9343852. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that 1 bd syringe 1.0ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter : material no: 328418. Batch no: 9343852. The consumer reported 1 syringe missing the needle shield and when the shield was located the hub and needle were stuck inside the shield. Date of event: (B)(6) 2021. Samples: yes.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 1.0ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter : material no: 328418. Batch no: 9343852 . The consumer reported 1 syringe missing the needle shield and when the shield was located the hub and needle were stuck inside the shield. Date of event: (B)(6) 2021 samples: yes.